Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a right ventricular lead that had dislodged and was unable to capture. The lead was re-positioned on (B)(6) 2019 without incidence. The patient was stable.